Manufacturer narrative:
Manufacturing site: (B)(4). Registration number: (B)(4). When the reported product was returned to the manufacturer, reportable malfunction was recognized for the first time; therefore, date rec¿d by MFR. Date received by manufacturer is the same as the date in device available for evaluation. Returned to manufacturer. The corsair armet was returned for evaluation. The polymer jacket of the returned corsair armet was found twisted and peeled for approximately 15mm from the catheter tip. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that strong friction with the heavily calcified lesion during catheter manipulation had most likely contributed to the observed damage on the returned corsair armet. The distal shaft of the corsair armet was likely being caught by the lesion at the time torsion was applied; therefore, the polymer jacket on the shaft surface was scraped, twisted, and eventually peeled off. It was concluded that this event was not attributed to product quality. Given the damage observed on the polymer jacket, a possibility could not be completely ruled out that some fragment(s) might be left in the patient. Instructions for use (IFU) states: [warnings] do not use this microcatheter in advanced calcified lesions. If any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter, and damage the blood vessel.) Always hold the connector with one hand and turn the microcatheter carefully while regularly releasing the accumulated torsion of the microcatheter. Never turn the microcatheter continuously while holding the connector with both hands or use any other means to apply force. When releasing the accumulated torsion, be sure to open the hemostatic valve on the y-connector. Do not turn the microcatheter in the same direction, either clockwise or counterclockwise, for more than 10 consecutive turns. (Continuing rotation may damage or break the microcatheter or damage the blood vessels. In the worst case, life-threatening adverse events may occur.) [Malfunctions and adverse effects] damage.

Event description:
It was reported that a percutaneous peripheral intervention (ppi) was performed via distal puncture to treat a heavily calcified chronic total occlusion (cto) in the superficial femoral artery (sfa). When attempts were made to cross the lesion with an asahi corsair armet microcatheter, it could not be advanced. The corsair armet was then removed and the distal segement of the catheter was found twisted. No additional action was taken against this event. The corsair armet was replaced to continue the procedure. Plain old balloon angioplasty (poba) was performed to successfully reestablish blood flow. There were no adverse patient effects related to this event.